Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected low left ventricular (lv) lead amplitude measurements. The device was reprogrammed to a different lv vector which resolved the issue. No adverse patient effects were reported. The device remains in service.